Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was no longer working as intended. The ipp pump and cylinders were explanted and replaced. The reservoir was too impacted to safely remove, so the reservoir was drained and retained. A new reservoir was implanted and connected to the other new components. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was no longer working as intended. The ipp pump and cylinders were explanted and replaced. The reservoir was too impacted to safely remove, so the reservoir was drained and retained. A new reservoir was implanted and connected to the other new components. There were no patient complications reported.